Event description:
A report was received that the trial patient underwent an explant procedure due to an infection. The event has resolved and been assessed to be procedure and device related.

Manufacturer narrative:
Other # field is populated with the di number. Additional information was received that the patient did not have an infection and was explanted due to inadequate pain relief. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: ni, description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: ni description: next generation anchor kit-sterile.

Event description:
A report was received that the trial patient underwent an explant procedure due to an infection. The event has resolved and been assessed to be procedure and device related.

Event description:
A report was received that the trial patient underwent an explant procedure due to an infection. The event has resolved and been assessed to be procedure and device related.

Manufacturer narrative:
(B)(4).